Event description:
During peripheral stenting, the smart stent appeared too long for the intended lesion. The target lesion was the distal aorta, which was heavily calcified. A smart control nitinol 14x40 stent was selected for the procedure. The stent was then measured approximately 45mm from renal to bifurcation. The stent was then measured using the markers and a pigtail catheter, and the stent appeared to be 50mm. Consequently, this stent was not deployed. A palmaz genesis balloon expandable stent was used without incident and the procedure was successfully completed without any adverse effects to the female patient. The product is available and will be returned for analysis.

Manufacturer narrative:
The smart control stent system is available for analysis. However, this device has not been received as of date. Any additional information will be submitted within 30 days upon receipt.